Event description:
It was reported by pt's son and husband that pt has been experiencing pain within two weeks of the surgery (right leg above the knee). Pt has seen a spine specialist for back problems and they told her that the pain is originating from the hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Add'l info (x-rays, medical records, operative report) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.